Event description:
It was reported that the pt was explanted of his middle ear implant after concerns about needing an MRI at some point in time. The pt no longer used his device so requested removal of it.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. However, the device has been destroyed as reported by the pathology department of the clinic in which the pt was explanted. Note: this device was manufactured by symphonix inc. Vibrant med-el took over the symphonix assets. As such vibrant med-el feels responsible to follow-up on product problems with symphonix produced device.